Event description:
(Os 16.743). The dentist reported 3 months after the dental implant was installed in intraoral region #3 it was verified its non osseointegration. A 60 ncm of primary stability was achieved.